Event description:
Journal reference: maranki jl, lytes v, meilahn je, et al. Predictive factors for clinical improvement with enterra gastric electric stimulation treatment for refractory gastroparesis. Dig dis sci. 2008;53(8):2072-2078. The objectives of this study were to determine the clinical response to enterra gastric electric stimulation (ges) in patients with refractory gastroparesis and to determine factors associated with a favorable response. Follow-up data were available for 28 patients, with average follow-up of 148 days. Ges resulted in clinical improvement in 50% of patients with refractory gastroparesis. Three clinical parameters were associated with a favorable clinical response: (1) diabetic rather than idiopathic gastroparesis, (2) nausea/vomiting rather than abdominal pain as the primary symptom, and (3) independence from narcotic analgesics prior to stimulator implantation. This study showed that the use of narcotic analgesics was associated with a decreased response to enterra ges. Reportable event: one patient has a psychotic episode.